Event description:
Per spontaneous call from pt - she reported that her glatiramer and whisperject device malfunctioned. The button would not press on the whisperject and the medication spilled everywhere. The pt said he was having troubles with the device, so we are sending a new one to her. The pt will not miss a dose since she has another syringe. Pt did not experience any adverse effects. Pt had product on hand during report on 08/08. No further info provided. Reported to (B)(6) by pt/caregiver.